Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the cover plate of the lifeband (lot # unknown) was broken, preventing the autopulse platform (s/n (B)(4)) from being functional. No further information was provided by the customer. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR # 3010617000-2022-00225 for the lifeband (lot # unknown).

Manufacturer narrative:
The customer will not be returning the autopulse platform to zoll for evaluation/service because after replacing the lifeband, the issue was resolved.

Event description:
During shift check, the clips on the lifeband (lot # unknown) were broken, preventing the autopulse platform (s/n (B)(6)) from being functional. The lifeband was replaced with no further issues. No patient involvement.